Event description:
This lead was cut, capped and replaced on (B)(6) 2017 due to noise and a possible fracture. The physician cut the lead right under the yoke and the rest of the lead remains in the body. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(6) 2017 - the leads yoke and pins were returned for analysis. An rp number has been assigned. Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis as mentioned in the complaint description. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.